Event description:
It was reported that the patient's lead dislodged. The hcp decided to implant a new lead because it seemed easier to place a new one than to reposition the old one. During the replacement the hcp recognized that the titanium-core of the anchor had separated from the silicone-cover. The anchor was replaced, and it was reported that there was no patient injury and the patient was ok.

Manufacturer narrative:
Analysis of the anchor, model 3550-39 titan, found the anchor separated. Analysis of the lead, model 3878-45 octad 1x6, found the lead body cut through, product segmented; no significant anomalies. The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(4), 2009).

Manufacturer narrative:
Product ID 3878-45, lot# 0205938936, product type lead product ID 3550-39, lot# 0205903168, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.